Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed and released. A kink was noted to the was upon removal from the body at the end of the procedure. Procedure was successfully completed and the device remains in service. No patient complications were reported.

Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed and released. A kink was noted to the was upon removal from the body at the end of the procedure. Procedure was successfully completed and the device remains in service. No patient complications were reported.

Manufacturer narrative:
Product investigation completed. Returned product consisted of a watchman access system. The device was bloody. The tip, sheath, and hub/valve were microscopically and visually inspected. Inspection revealed numerous kinks in the sheath. Inspection of the rest of the device found no other damage or deformity.